Event description:
The customer reported that the back of the insulin pump is being pushed out by the piston, and insulin was coming out at the end of the tubing. The caller disconnected from the device and reverted to back up plan. The customer mentioned that the end cap sticker is also coming out, and the insulin pump is cracked. Advised the caller that the device will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with loose motor support disk. Missing end cap sticker and cracked end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.